Manufacturer narrative:
The customer notified cardioquip that the unit's cardioplegia was not circulating while set to "cold". Cardioquip's investigation determined that the cpg pump was nonfunctional and required replacement, causing the reported malfunction. Following replacement, the device passed inspection, and is fully operational.

Event description:
Customer reports that the unit is not circulating cold cpg when set to "cold" circulation. The unit's main cpg circuit works as intended and is not having any issues.